Manufacturer narrative:
During site visit by abbott field service (fsr), the architect c8000 processing module was inspected, and found the sample probe (01g48-04) misaligned and was not being properly washed. The fsr performed troubleshooting including realignment of the #1 mixer and the sample probe which resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c8000 processing module or the sample probe, did not identify elevated complaint issue. The architect system operations manual provides adequate information regarding troubleshooting, and the removal, replacement, and verification of sample probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the sample probe.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed falsely depressed calcium2 & falsely depressed glucose results on the architect c8000 processing module for multiple patients. Results were not reported to medical provider. The following example was provided. Calcium: initial result =3.5 mg/dl, repeat result =8.5 mg/dl. Sid (B)(6); 65 years old male, initial result= 3.7 mg/dl, repeat result = 9.0 mg/dl, repeat results from another processing module =9.1 mg/dl. Sid (B)(6); 87-year-old male; initial result= 3.1 mg/dl, repeat result =8.2 mg/dl. Customer reference range is (8.4 ¿ 10.4 mg/dl) glucose: (B)(6) 2026, sid (B)(6); 28 years old female; initial result = 33 mg/dl, repeat result= 78 mg/dl. The customer reference range: (70 ¿ 100 mg/dl). There was no impact to patient management reported.